Event description:
Distributor's customer reported the following: unsure if its the syringe or the needle but there is an air leak where the 2 connect to each other. End user unable to draw up fluids, as it just draws up air. See attachment section for initial email and complaint report.